Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the wireless recharger (wr) kept losing connection with the ins. An replacement recharger was requested. Additional information was received from the patient. They reported that the new recharger didn't resolve the issue, and they had an appointment with their urologist to figure out next steps. The patient then provided an update saying the will have revision surgery on (B)(6) 2022 because the ins was too deep.